Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: kit svc o2 bi71000194 switch xray hand medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-may-15 00800245 (rep): medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the site was unable to take 2d shots while in surgery. The site switched to another system to continue surgery. There was no reported impact to patient outcome. The representative was unable to replicate issue. The logs indicate emergency reset button was not pressed for a long time, therefore the system was not fully booted.  There was a reported delay of less than one hour and no reported impact to patient outcome.